Manufacturer narrative:
The customer returned the device. The device was opened and a visual inspection was completed. The root cause of the display issue was a mounting error. The display wasn't correctly mounted in the frame which caused a crack in the display. This issue is a nonsystematic error. Medical risk due to this issue is not likely as coaguchek users must receive training on the device prior to use. Product labeling also advises users how to perform a display check.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of error messages and a display issue with coaguchek xs meter serial number (B)(4). Upon performing a display check, the top segment was missing in both the center and right "8"s of the result field. The top portion of the display screen was described as "gray." No adverse event occurred. The customer stated there was no physical damage to the display screen or the device. The meter had not been dropped prior to the display issue. There was no report that a result was incorrectly displayed. The device was requested for investigation.